Event description:
During the procedure the medtronic pipeline flex embolization device with shield technology ref: ped2-500-20, lot: b684781, broke at the end of the catheter. The catheter was broken while dr. Has the rest of the catheter in the patients body. No pieces broken were inside the patient and all were collected.